Manufacturer narrative:
MDR / initial 3 of 4. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced four infusion set issues in which cannula did not penetrate the skin, it was flat against body, which led to high blood glucose level event on (B)(6) 2026. Due to the event, the patient blood glucose level was 557 mg/dl and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.